Event description:
The reporter stated, the surgeon inserted a cq2015a collamer aspheric three piece lens and the haptic tore off. The lens was partially inserted and was removed with no pt injury. There was no incision enlargement or sutures. A sulcus iol was implanted. The reporter stated, a posterior capsular tear had occurred, prior to insertion of this model lens and an anterior vitrectomy was performed. The reporter stated, this facility uses a competitor's phacoemulsification system.